Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was allegedly unable to be infused, through the irrigation site.

Manufacturer narrative:
Received 1 used 3-way foley catheter only. The reported event was unable to be confirmed as the product met specifications. Per the visual inspection, the sample was evaluated and no abnormalities were observed on the sample. During the functional testing, water was introduced through the irrigation funnel and found no difficulty of water flowing through the irrigation lumen and irrigation eye. The balloon was inflated with 35cc water and flow rate testing was administered. While inflated, the flow rate was 155ml/min, 155ml/min and 150ml/min. The internal flow specification for a sample of this product type is 25ml/min minimum, so the sample met the internal flow rate specification. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointment or lubricants having a petroleum base. They will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was allegedly unable to be infused, through the irrigation site.